Event description:
It was reported that the pump exhibited a cassette sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3 - date of event : unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Confirmed customers complaint ¿latch lock tests¿, found that the latch lock sensors had failed. Replaced the latch lock sensors and ground strips, keypad and labels. Updated software. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) sensor calibration. Performed performance verification tests (pvt). Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.